Event description:
Boston scientific received information that during a routine follow-up, this lead was found to have dislodged. A surgical procedure was scheduled to reposition the lead. During the procedure, it was not possible to reposition this lead, so a new lead was implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
This lead is not available to be returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.